Event description:
It was reported that during a cholecystectomy, gas leaked. Another device was used to complete the case. No patient consequence.

Manufacturer narrative:
Information is unavailable; device was not returned for evaluation.d4: serial# = na.